Event description:
In april 2004, the pt reported intermittent stimulation. In april 2004, the pt was seen by a company representative for evaluation. A new program was created and external equipment was exchanged. However, the reported problem was not resolved. The pt's surgeon was asked to follow-up with the pt. In april 2004, the pt reportedly stated that they only felt paresthesia a small percentage of time. In 2004, revision surgery was performed. The explant surgeon removed the entire implant system. The pt was re-implanted with another advanced bionics spinal cord stimulation system. At the pt's follow-up visit, no intermittency in stimulation was observed.